Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure to revise the left ventricular lead due to phrenic nerve stimulation. Prior to the procedure it was noted that the atrial lead exhibited intermittent noise and a low impedance alert was seen. No pacing inhibition was seen. The atrial and ventricular leads were capped on (B)(6) 2019. The patient suffered no consequences.